Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas 6000 e 601 module. The initial result was 50.00 pmol/l with a data flag. The repeat result was 6.02 pmol/l. No questionable results were reported outside of the laboratory. The ft3 iii reagent lot number is 573234. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) found the prewash volume was low. The fse found that the connectors at the liquid short sensors (lss) were loose and leaking. The fse corrected this and qc was acceptable afterward. No issues were identified during a review of the alarm trace data. Qc results were high and erratic. The investigation determined the issue identified by the fse was the root cause of the event.